Event description:
Starclose caught onto vessel, occluding the vessel. Surgeon accessed other side of the groin artery to attempt to fix endovascularly. Cut down on right groin (starclose side). Extended procedure unexpectedly. The patient is stable. Manufacturer response for starclose, (brand not provided) (per site reporter): manufacturer was made aware, but product is to be retained by hospital for evaluation. Rep is going to talk with surgeon.